Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01077. It was reported the patient complained of change in her scs system's stimulation. A sjm representative met with the patient, but was unable to restore stimulation in all of the patient's pain areas. Follow-up identified x-ray revealed the patient's scs lead migrated. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.